Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking. The device was filled with fluorouracil (4450mg). This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from june 18, 2019 - june 19, 2019. The actual device was received for evaluation. During visual inspection, the bag that contained the unit was observed dry. The outer and inner surfaces of the device were dry. The blue winged luer cap was observed to be securely tightened without evidence of wetness or leak. A functional leak test was performed by manually filling the bladder with green colored water to the nominal volume. During fill, no evidence of leak was observed. The unit was monitored for twenty-four hours. No signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.